Manufacturer narrative:
Investigation evaluation: two mbl-u-6 products were returned in a clear plastic pouch. The labels for both lot numbers associated were included in the return. One of the two devices belonged to lot number w3863511 [see MDR 1037905-2017-00448] and the other device belonged to lot number w3853514. Since both devices were returned in the same plastic pouch, we were unable to determine which device is associated with each lot number. The devices were given numbers and device (2) was evaluated for MDR 1037905-2017-00449. Our laboratory evaluation of the product said to be involved could not confirm the report. The condition of device two (2) prevented us from performing a simulated functional test. A visual examination of device two (2) was performed. A portion of the trigger cord measuring approximately 32 cm was cut and not included in the return. The remaining portion of the trigger cord measuring approximately 116 cm was attached to the barrel with four (4) bands (three (3) black bands and one (1) amber band). Two (2) black bands were deployed and not included in the return. The loading catheter, two-way handle and irrigation adapter were also not included in the return. Only a portion of the device was returned which made it difficult to perform a complete evaluation. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that something was wrong with the endoscope used to perform the procedure. This is the most likely cause for the reported observation. Use of a damaged endoscope can prevent the device from functioning as intended. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The knot on the returned device was not seated properly in the hole of the slot. Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that a damaged scope was used and that the product was not correctly assembled, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Investigation evaluation: two mbl-u-6 products were returned in a clear plastic pouch. The labels for both lot numbers associated were included in the return. One of the two devices belonged to lot number w3863511 [see MDR 1037905-2017-00448] and the other device belonged to lot number w3853514. Since both devices were returned in the same plastic pouch, we were unable to determine which device is associated with each lot number. The devices were given numbers and device (2) was evaluated for MDR 1037905-2017-00449. Our laboratory evaluation of the product said to be involved could not confirm the report. The condition of device two (2) prevented us from performing a simulated functional test. A visual examination of device two (2) was performed. A portion of the trigger cord measuring approximately 32 cm was cut and not included in the return. The remaining portion of the trigger cord measuring approximately 116 cm was attached to the barrel with four (4) bands (three (3) black bands and one (1) amber band). Two (2) black bands were deployed and not included in the return. The loading catheter, two-way handle and irrigation adapter were also not included in the return. Only a portion of the device was returned which made it difficult to perform a complete evaluation. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that something was wrong with the endoscope used to perform the procedure. This is the most likely cause for the reported observation. Use of a damaged endoscope can prevent the device from functioning as intended. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The knot on the returned device was not seated properly in the hole of the slot. Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that a damaged scope was used and that the product was not correctly assembled, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal variceal ligation (evl), the physician chose a cook 6 shooter saeed multi-band ligator. The device was placed down the scope, sucked up the varices and when the physician tried to deploy the bands they would not deploy. The physician used a second device and the same thing happened with this device. A third device was opened and it worked as expected. The physician was able to complete the procedure with the third device. There was no harm to the patient. The following additional information was received 6/30/17 from the cook area clinical specialist: I was there at the user facility and they had a case using the six shooter. [It was the] same doctor same endoscope and the problem happen again. [The] physician freed the two-way handle to get [the] endoscope out of the patient. I requested to get a different endoscope and use the same six shooter that was on the other endoscope. [The] six shooter was placed on different endoscope and four bands fired with no problems. There's something wrong with that endoscope that got repaired. The following additional information was received on 7/6/2017 from the cook area clinical specialist: technician panicked when scope wouldn't come off the varices after suction button was released. She cut draw string at biopsy cap. After that they took the barrel off and she pulled on drawstring to see if bands would fire. [While] doing [the] in-service I showed them the two-way handle, fire, and free. This is an outpatient center and they don't band every day. I've done an in-service with the general g.I. Trainer in the past. This technician just panicked during the case. Additional information per district manager 7/6/2017: in-service was completed with physician and staff. Dr. (B)(6) has been using the six shooter for 20 years. During the procedure he did get a red out on the endoscopy image when sucking up the varices. Varices are graded, low-grade high-grade. I did mention in the case these are low-grade varices. Dr. (B)(6)'s response was he is aware but the retention to the bands of the six shooter he is not worried about. They never had a problem until this endoscope came back for repair. Repairs done to the scope was a full overhaul. It was a third-party that repaired the scope. Staff didn't think it was the endoscope because it just came back from repair. Luckily I was there at the right time when they had another banding case. Told the staff to use the same endoscope and let us see what happens. It happened again. We took off the six shooter and placed them [it] on a different endoscope. Case was perfect; [the] bands deployed with no problems.

Manufacturer narrative:
Investigation evaluation: two mbl-u-6 products were returned in a clear plastic pouch. The labels for both lot numbers associated were included in the return. One of the two devices belonged to lot number w3863511 [see MDR 1037905-2017-00448] and the other device belonged to lot number w3853514. Since both devices were returned in the same plastic pouch, we were unable to determine which device is associated with each lot number. The devices were given numbers and device (2) was evaluated under MDR 1037905-2017-00449. Our laboratory evaluation of the product said to be involved could not confirm the report. The condition of device two (2) prevented us from performing a simulated functional test. A visual examination of device two (2) was performed. A portion of the trigger cord measuring approximately 32 cm was cut/broken and not included in the return. It is unknown at what point in the procedure the trigger cord was cut/broken. The remaining portion of the trigger cord measuring approximately 116 cm was attached to the barrel with four (4) bands (three (3) black bands and one (1) amber band). Two (2) black bands were deployed and not included in the return. The loading catheter, two-way handle and irrigation adapter were also not included in the return. Only a portion of the device was returned which made it difficult to perform a complete evaluation. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that something was wrong with the endoscope used to perform the procedure. This is the most likely cause for the reported observation. Use of a damaged scope can prevent the device from functioning as intended. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The knot on the returned device was not seated properly in the hole of the slot. Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Another possible contributing factor to the reported observation includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also direct the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that a damage scope was used and that the product was not correctly assembled, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal variceal ligation (evl), the physician chose a cook 6 shooter saeed multi-band ligator. The device was placed down the endoscope, sucked up the varices and when the physician tried to deploy the bands they would not deploy [see related MDR 1037905-2017-00448]. The physician used a second device and the same thing happened with this device [subject of this report]. A third device was opened and it worked as expected. The physician was able to complete the procedure with the third device. There was no harm to the patient. The following additional information was received 6/30/17 from the cook area clinical specialist: I was there at the user facility and they had a case using the six shooter. [It was the] same doctor same endoscope and the problem happen again. [The] physician freed the two-way handle to get [the] endoscope out of the patient. I requested to get a different endoscope and use the same six shooter that was on the other endoscope. [The] six shooter was placed on different endoscope and four bands fired with no problems. There's something wrong with that endoscope that got repaired.